Event description:
It was reported by the clinician that the catheter was placed in a patient for labor and delivery, and was used successfully. At the time of removal, the patient was put in the sitting position and was leaning forward. The nurse removing the catheter "pulled" and the catheter separated leaving a piece retained in the patient. It is unclear if resistance was met during removal. To date the retained piece has not been removed.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.